Event description:
It was reported that kit tablet had lagging issues and caused incorrect dosing to be reported. The following information was provided by the initial reporter: material no. 516704, batch no. Unknown it is reported customer experienced screen issues with tablet. Verbiage received, - "penn cart-1 tablet was very slow to respond. When a user was trying to click buttons on the ui, the tablet would take a couple seconds to register the click, which caused them to click twice or accidentally click the wrong thing. Two errors happened while the tablet ui lag was occuring: 1) user was trying to click ok button next to a select medication message. She pressed ok multiple times because it appeared not to register her press. However, one of the presses must have registered but the ui was just slow to bring up the window, because suddenly, the select med window appeared, then quickly disappeared, and the "select medication" record in the history turned into an entry for neostigmine when it was supposed to be normal salline flush. So neostigmine showed up in the chart instead of normal saline and she couldn't change it, causing confusion with the anesthesia team. Neostigmine was not entered into epic chart. 2) user administered propofol and system prompted him to enter the dose. He said the ui was very slow to respond. He says he only typed 1 and 0, but the tablet registered "100" and told him he had therefore delivered 1000mcg of propofol when he had actually only delivered 100mcg. User recorded 100mcg in epic chart."

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality for evaluation. A device history record review found no non-conformances associated with this issue during production of this batch. During investigation, it was found that the movement of the tablets can contribute to the tablet user interface issues such as slow response, tablet ui application crashes, and tablet hardware issues. To mitigate the issues, it was advised to the customer to reboot the tablet after changing tablet positioning (e.g. Changing rooms). This issue has been monitored and it has been observed that the reboot of the tablets has been effective as the number of tablet issues has significantly decreased in frequency.

Manufacturer narrative:
The manufacturing location for this product is pride industries. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that kit tablet had lagging issues and caused incorrect dosing to be reported. The following information was provided by the initial reporter: material no. 516704, batch no. Unknown. It is reported customer experienced screen issues with tablet. Verbiage received, "penn cart-1 tablet was very slow to respond. When a user was trying to click buttons on the ui, the tablet would take a couple seconds to register the click, which caused them to click twice or accidentally click the wrong thing. Two errors happened while the tablet ui lag was occuring: user was trying to click ok button next to a select medication message. She pressed ok multiple times because it appeared not to register her press. However, one of the presses must have registered but the ui was just slow to bring up the window, because suddenly, the select med window appeared, then quickly disappeared, and the "select medication" record in the history turned into an entry for neostigmine when it was supposed to be normal salline flush. So neostigmine showed up in the chart instead of normal saline and she couldn't change it, causing confusion with the anesthesia team. Neostigmine was not entered into epic chart. User administered propofol and system prompted him to enter the dose. He said the ui was very slow to respond. He says he only typed 1 and 0, but the tablet registered "100" and told him he had therefore delivered 1000mcg of propofol when he had actually only delivered 100mcg. User recorded 100mcg in epic chart."